Event description:
To or for laparoscopy and right hemiolectomy. Surgeon reported device malfunction. Stapler fired but did not staple. Surgeon had to re-do mastomosis. Pt tolerated procedure well. Pt discharged home in 2005.